Manufacturer narrative:
The mammotome biopsy system is indicated to provide tissue samples for diagnostic sampling of breast abnormalities. The device has been returned for investigation. Evaluation pending. Although there was no patient consequence, due to the remote potential of this malfunction to cause or contribute to death or serious injury as a result of a potential device fire, this has been determined to be reportable pursuant to 21 cfr 803.

Event description:
Devicor medical products, inc. Received a report from a user facility stating, "mammotome control module was generating a burning smell during setup, during procedure, and after procedure". This has been documented in our system as record # (B)(4).